Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the contact thought the insulin on board (iob) numbers were representing an active bolus and wanted to know how to stop it. Tandem tech support reviewed with the contact how the iob feature works and confirmed that there was no active bolus running at the time of the call. The contact reported that the customer's blood glucose level was high, but declined any further assistance.